Event description:
Surgical personnel were attending to a pt requiring internal defibrillation. Allegedly the device charged; however, would not discharge. A second set of internal paddle handles were obtained and used to successfully countershock the pt. There were no adverse effects to the pt reported as a result of the alleged malfunction.